Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed replace battery now. Troubleshooting was performed. Customer's blood glucose was unknown at the time of incident. It was reported that the battery was not previously used. The insulin pump was dropped and chipped around the edge of the reservoir compartment. There were no unattended alarms and the battery cap was not loose or damaged. It was also reported that this was the second occurrence of replace battery now alarm without receiving a low battery alert. The customer was advised they may continue use of the insulin pump until replacement arrives if they inserted a new battery.. The insulin pump will be returned for analysis.